Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. X-ray interpretation: "images were reviewed of this patient six months post-op a cervical spine fusion from c4 to c7 utilizing three peek cages with graft material and external fixation with a sliding plate and screws from above the fusion to below. The plate has dissociated but there is still good alignment of the spine on both the ap and lateral views. (The surgeon noted that the plate had been implanted with excess axial tension which perhaps led to the dissociation of the components. This was further exacerbated by the patient being non-compliant with post-op mobility limiting instructions. However at 6 months post-op, there is good cervical alignment. There appears to be fusion at c4-5 and the cage is well situated. At c5-6 the cage is well situated, and there appears to be some fusion occurring. At c6-7 the cage is also well situated and, while there has not been full fusion, it does appear to show changes consistent with early fusion. At six months post-op, it is too early to state that the fusion has failed. There is good evidence that the fusion is progressing well, and full fusion should be expected on follow-up in 3 ¿ 6 more months. The report notes that the patient has no symptoms. It would appear that the dissociation of the plate sections has not caused any problems for this patient, so far."

Event description:
It was reported that a patient underwent an acdf at c4-7. During the 6-month post-op follow up visit, the plate was found to be split apart at a translational junction. The plate remains in patient and is being followed up on for progression of fusion (the patient reportedly had not achieved solid fusion at the 6 month follow-up). The surgeon stated that this is not an issue related to product quality because the plate was "implanted with excess axial tension and the patient was non-compliant with post-op mobility-limiting instructions." No patient symptoms related to this event were reported.